Event description:
It was reported that this implantable lead had was part of a system revision due to infection. There were no additional adverse patient effects reported. This implantable lead was explanted.